Manufacturer narrative:
Pump was received with broken off the end cap, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window and missing end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that they had a loose drive support cap. The customer stated the drive support cap was sticking out of the insulin pump, but it was pushed back in. The customer's blood glucose was 285 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.